Event description:
The user was not able to deflate the cuff.

Manufacturer narrative:
This complaint was identified during our retrospective review on private label complaints from our facility in (B)(4). This is related to ((B)(4)). Based on available information, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove an endotracheal tube whose balloon cuff had failed to deflate. If forcibly removed with the cuff fully inflated, the patient may suffer a serious harm. (B)(4).